Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the welding on the spring arm was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged weld may lead to the headlight detachment from the spring arm and cause a serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem and h6 adverse event problem and evaluation codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the welding on the spring arm was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged weld may lead to the headlight detachment from the spring arm and cause a serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the spring arm was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged spring arm may lead to the headlight detachment and cause a serious injury. Previous h6 medical device component code: mechanical weld. Corrected h6 medical device component code: mechanical holder. Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the spring arm was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged spring arm may lead to the headlight detachment and cause a serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during check-up. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated: according to the picture provided it can be noticed that the breakage is not located at the welding. A weakness due to a defective welding should therefore be ruled out. According to the traceability the spring arm is from 2012 which is the latest spring arm design. The most probable root cause is an overload or an big shock with another device. This is the result of a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the spring arm was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged spring arm may lead to the headlight detachment and cause a serious injury.